Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was evaluated by the biomedical technician after the issue occurred and no malfunction was found. However, an MDR for malfunction will be submitted. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician called into technical support and reported a dialysis machine allegedly removed too much fluid from a pt. He evaluated the machine and no malfunction was found. A follow up with the clinic manager was done. According to the clinic manager, she did not thing there was a machine malfunction but had the machine evaluated in an overabundance of caution since she could not pinpoint the cause of the issue. She stated the pts are viewed weighing pre and post treatment by the clinic staff. The pt's weight, she reports, was less than was targeted by > (B)(6). He experienced cramping and drop in blood pressure and required approximately 1.5 l of normal saline solution to alleviate those issues. He did not require further medical intervention and has continued on hemodialysis.